Event description:
Two items: (1) cannulated grill bit was dirty and would not work because of material in opening. (2) cannulated screw driver tip (two pieces) broke off in pt. Physician removed at end of case with aid of c-arm. Note: the screw driver was returned to synthes via representative. This was the first time it was used and he felt it was a possible defective product. Replaced in set with new product (screwdriver).